Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 61.1 months of service. The physician elected to explant and replace this device with a similar device. During the induction phase of the changeout procedure, an out of range shock impedance of >125ohms was observed, as well as out of range pacing impedance of >3000 ohms. X-ray confirmed that a fracture had occurred on the distal df conductor, near the device. The physician explanted the lead, destroying it in the process, and implanted a similar lead without reported complication. No patient symptoms have been reported.